Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery does not hold a charge. The customer reported the device was not in use on patient.

Manufacturer narrative:
Per the biomed, the power management board was replaced to address the reported problem.